Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was evaluated and was found that the lock knob was broken. Therefore, the reported condition was confirmed. This was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the control device was "broken". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.